Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 3.5 x 15 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy, and the stent dislodged. Some resistance was noted during removal of the sds. A snare device was used to remove the stent successfully. A non-abbott sds was used to treat the lesion. There were no other device issues or procedure issues noted, and no clinically significant delay in the procedure. No additional information was provided. This case was happened china japan friendship hospital.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent dislodgement was confirmed. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue.